Event description:
A malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the malfunction happens again.